Event description:
Pt underwent laparoscopic-assisted hysterectomy with trans-vaginal placement of mesh for alleged prolapse of bladder, rectum, urethra tube. Five weeks post op pt began to suffer symptoms of rejection, shock and feeling very sick. Transported pt to (B)(6) emergency room, primary care doctor kept her in hospital 7 1/2 days until pt was stable. Pt continued recovery from surgery but complained of abdominopelvic pressure, excruciating pain with intercourse, difficulty with bowel movements, erratic voiding of bladder, constant internal pulling in pelvic area when performing house work, yard work, etc. Pt was evaluated by different doctor, dr. (B)(6), uro-gynecological surgeon that specializes in robotic surgery and removal of trans-vaginal mesh. Pt offered combined robotic and trans-vaginal removal of as much mesh as possible to alleviate her symptoms. On (B)(6) 2012 approximate 90% of the mesh was successfully removed. Pt is now in long and painful recovery period.